Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07120. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified 1st and 2nd right posterolateral branch and left anterior descending artery. A 1.25mm rotalink plus and a rotawire were selected for use. When the physician attempted to withdraw the burr after ablation, it was noted that the burr was stuck on the rotawire. The burr was removed together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire. The advancer unit and burr unit were received together. The advancer knob was received tightened in a backward position. There were numerous kinks in the rotawire. The advancer knob was loosened and then the handshake connections were examined and no damage or issues were found. The advancer knob was moved forward and locked and an attempt was made to remove the rotawire. There was a lot of resistance at the kinks in the rotawire so the handshake connections were detached from each other and then the rotawire was able to be from the rota device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07120. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified 1st and 2nd right posterolateral branch and left anterior descending artery. A 1.25mm rotalink¿ plus and a rotawire were selected for use. When the physician attempted to withdraw the burr after ablation, it was noted that the burr was stuck on the rotawire. The burr was removed together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.